Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported during a rotator cuff repair procedure, after inserting the ar-2323bct-2 swivelock. Additional information 6/15/2021. It was reported during a rotator cuff repair procedure, the surgeon started to insert the ar-2323bct-2 swivelock medially. Halfway through insertion, the surgeon decided he needed to take it out and recheck the angle. As he was pulling the still intact anchor out, the eyelet tore away from the driver and eyelet sutures and was left in the bone. Additional information 6/17/2021. It was reported during a rotator cuff repair procedure, the surgeon started to insert the ar-2323bct-2 swivelock medially. Halfway through insertion, the surgeon decided he needed to take it out and recheck the angle. As the surgeon removed the device the ar0-2323bct-2 broke. The remaining parts of the anchor and driver were removed when he pulled it out and the broken eyelet remains in the patient.